Event description:
It was reported that a patient underwent an episiotomy procedure on an unknown date since (B)(6) 2015 and suture was used. Around five to seven days post-operatively, the wound opened. The patient was treated with a sitz bath and may need to be re-sutured. The patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Conclusion : representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch em8gdws0, mfg date: 11/01/2013, exp date: 12/31/2017; batch em8glqs0, mfg date: 11/01/2013, exp date: 12/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.